Event description:
Two hrs. And 19 min. Into the hemodialysis treatment, the pt's tescio catheter on the venous side came apart just above the clamp and below the blue hub. A pt care technician was working with the pt beside them and heard a "sucking noise", turned around to see the separation, and proceeded to stop the blood pump and clamp the catheter with a scissors clamp that was securing the lines to the pt's clothing. Approximately 400 cc. Of blood was on the floor where the line had directed the flow. The pt was unconscious with a b.p. Of 79/39. The previous b.p. 2 min. Earlier was 133/75. The pt was placed on their left side in trendelenburg position and given normal saline solution to try to stablize. 4 min. Later pt became pulseless and CPR was initiated. Epinephrine was given ivp after the paramedics arrived with return of heart rate and b.p. Pt was taken to hosp where the catheter was repaired and given hemodialysis that evening. Pt was discharged in stable condition, alert and oriented, the following day to return here for treatment two days later.